Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board. The exact cause of the main circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomena were duplicated due to the failure of the printed circuit board which had pressure sensor/ pressure sensor circuit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing of the subject device, it was found that the front panel display of the subject device disappeared, and an alarm sounded from the subject device. The user completed the intended procedure using the subject device without more than fifteen minutes extension. There was no report of patient injury associated with this event.